Event description:
It was reported before use the syringe 0.3ml 30ga 8mm 7bag 420cas jp hub separated from the device. This event occurred 4 times. The following information was provided by the initial reporter: the customer noticed ¿when removing the shields, the hubs were detached."

Manufacturer narrative:
H.6. Investigation: customer returned samples and photos of 3/10cc syringes with a poly bag from lot # 9176507 were forwarded to the manufacturing facility. Customer states that when removing shields, hubs were detached too. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #9176507. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the syringe 0.3ml 30ga 8mm 7bag 420cas jp hub separated from the device. This event occurred 4 times. The following information was provided by the initial reporter: the customer noticed ¿when removing the shields, the hubs were detached."